Manufacturer narrative:
The investigation was not completed at the time of initial reporting. The investigation summary is provided here. Device available for evaluation?, device evaluated by MFR?, and evaluation codes have been modified to reflect added investigation details. On 4/18/2016, one mst0812 revolve biopsy probe, lot number f11602211d1, was received from the customer for analysis. Visual inspection of the device confirmed use of the device in a procedure. The condition of the returned device prevented functionality testing to determine the root cause, however based on the visual inspection and the risk management file one possible scenario of this failure mode is that the sample management system was not fully aligned or seated as instructed within the IFU.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. However, this failure mode has been identified in the risk management file and can occur if the tissue strips contained within the sample management system are not fully aligned or seated properly as instructed within the IFU. Although no serious injury occurred, upon consultation with devicor's medical department, this failure mode has been determined a reportable malfunction, pursuant to 21 cfr 803.

Event description:
The sales rep reported that the customer had took three samples and realized that there were no tissue in the chambers. The customer looked in the tubing and seen that the samples were located in the tubing. The customer was able to retrieve the tissue from the tubing.